Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that since their first implant, it helped the symptoms but was not 50% improvement. The patient mentioned they had two surgeries, unrelated to the device, however, at one surgery it was identified that the implantable neurostimulator (ins) was not working/was dead. It was later replaced. It was not clear if the battery dead was due to normal depletion. The implantable neurostimulator (ins) was indicated for gastric stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.